Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako tka case; after completing all cuts. The balancing numbers while trialing were not congruent with the clinical feel of the knee. Numbers were stating fixed flexion of 14 degrees when the knee was clearly fully extended. I checked the checkpoint = it passed. I went back to double check the CT landmarks, only to find the magenta line completely off the CT image. This also made the landmarks on the 3d image off in space, not on the 3d bone model. This event occured at the avenue private hospital, melbourne. 'Rob230'. Https://stryker-my.sharepoint.com/:f:/r/personal/kate_omeara_stryker_com/documents/pi%20reporting?csf=1&web=1&e=aglyes. Update 18/06/2020: surgical delay of about 5 mins, while we were trying to work out if the knee was actually in the fixed flexion of 14 degrees that the live ligament balancing values were stating after cuts, when trialing.

Manufacturer narrative:
Reported event: it was reported, ¿mako tka case; after completing all cuts. The balancing numbers while trialing were not congruent with the clinical feel of the knee. Numbers were stating fixed flexion of 14 degrees when the knee was clearly fully extended. I checked the checkpoint = it passed. I went back to double check the CT landmarks, only to find the magenta line completely off the CT image. This also made the landmarks on the 3d image off in space, not on the 3d bone model. This event occurred at the (B)(6). Update 18/06/2020: surgical delay of about 5 mins, while we were trying to work out if the knee was actually in the fixed flexion of 14 degrees that the live ligament balancing values were stating after cuts, when trialing.¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review a review of device history records shows that (B)(6) was inspected on 10 december 2012 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999, (B)(6) reports no similar complaints related to the failure in this investigation conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Mako tka case; after completing all cuts. The balancing numbers while trialing were not congruent with the clinical feel of the knee. Numbers were stating fixed flexion of 14 degrees when the knee was clearly fully extended. I checked the checkpoint = it passed. I went back to double check the CT landmarks, only to find the magenta line completely off the CT image. This also made the landmarks on the 3d image off in space, not on the 3d bone model. This event occured at the (B)(6). Update 18/06/2020: surgical delay of about 5 mins, while we were trying to work out if the knee was actually in the fixed flexion of 14 degrees that the live ligament balancing values were stating after cuts, when trialing.